Event description:
It was reported that during a subacromial decompression case, a powerasp was operated in forward on 5200 rpm. Used the device for about 30 seconds with light pressure and a pile of metal shavings were left on the bone. An rf device was used in the procedure. No broken pieces, just metal shavings. Most of the shavings were removed. The case was completed. The quality of the bone was soft.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed . Device history record review revealed nothing relevant to this event. Observed condition on one of the devices revealed metal gouging found just proximal of the distal suction window of the inner shaft. Observed condition also found slight bend on the other returned device. These conditions are typically caused when end user applies excessive bending/leveraging force on device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.